Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.correction: h6 conclusion should have been 67 rather than 92. The lead was not capped during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was capped during a routine device change out.